Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that daughter insulin pump had damage and prime/fill anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that there are lots of scratches on the screen. Customer stated that during priming sometimes insulin squirts instead of getting droplets. Customer's mother did not have child with her at time of call and advised to call back at her convenience.